Manufacturer narrative:
Additional information was requested and the following was obtained: can you provide other relevant patient history/concomitant medications? Pmhx is unknown. What is the patient current status? Good and discharged. Were any intra-operative complications? If so, what were they? No. Where was the tip of drainage tube located? Under the skin. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information. Was another product used? No information. What is physicians opinion as to the etiology of or contributing factors to this event? No information. When will the product be returned, return date and tracking information? No product will be returned. Can you provide patient demographic info: age, gender, weight, bmi at the time of index procedure? Age/gender/wt/bmi are unknown.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/27/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide patient demographic info: age, gender, weight, bmi at the time of index procedure? Can you provide other relevant patient history/concomitant medications? What is the patient current status? Were any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Was another product used? What is physician's opinion as to the etiology of or contributing factors to this event? When will the product be returned, return date and tracking information?

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2016 and the drain was implanted subcutaneously. Following the procedure, the drain broke and the broken piece was left in the patient when it was removed on (B)(6) 2016. It was also reported that the broken drain was retrieved from the patient via a new incisional site on (B)(6) 2016. Additional information has been requested.